Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, upon opening the lens, it was found that one of the haptics was broken removed it from the injector, returned it to its packaging. There was patient contact but no patient harm, the surgery was finished with another iol. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. The investigation conducted a nonconformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided photo shows an iol in a lens case base. The lens appears to be positioned incorrectly in the lens case base well, it appears to be sitting on a few of the lens case base posts. One haptic appears to be broken. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).